Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (6 mg/ml at 4.1304) and bupivacaine (20 mg/ml at 13.768) via an implantable infusion pump. It was reported that the pump was alarming; the device was interrogated at a motor stall, recovery and stall were observed. The pump was programmed to minimum rate and the patient was covered with oral medication. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved at the time of this report and the patient was alive with no injury. It was noted that a pump replacement was scheduled for (B)(6) 2019. No further complications have been reported as a result of this event.